Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a polarity switch. Noise on the electrograms (egms) were observed, but were unable to be recreated. The device was reprogrammed to bipolar and was to be checked again in one month. Noise on ventricular episodes were observed, with threshold measurements of 1ms@0.4v. A revision procedure was performed and the rv lead was surgically abandoned due to pacing impedance measurements less than 200 ohms. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.